Manufacturer narrative:
Complaint and sample forwarded to manufacturing facility for investigation. Follow up medwatch will be filed when the investigation is completed.

Manufacturer narrative:
A medical device report (1423537-2011-00028) was filed with the FDA on (B)(6) 2011 for the product on this complaint. After further review, it was determined that the product in question is not a cardinal health owned product. The legal manufacturer is (B)(4) and was notified of this error and will be filing their medical device report (B)(6).

Event description:
After using the product on a hepatitis c patient, doctor put the trocar protector back onto the trocar, then injured his finger by trocar tip that came out from the protector. Doctor was wearing gloves, but received a stab wound on right thumb. The doctor followed hospital regulations for accidental injection and took blood test and medication by visiting outpatient examination.